Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8590-1, lot # n334665, implanted: (B)(6) 2012, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The patient¿s pump had flipped in the pocket. On (B)(6) 2015, a revision was performed. The pump was revised. There was excess catheter, so the surgeon removed 18.5 cm of excess catheter and replaced it with 7.6 cm including a new sutureless connector. The cause of the pump flipping was unknown. It was noted that the patient was overweight and the pump was always a little loose in the pocket according to the patient. It didn¿t look like the pump was sutured in the pocket. A dye study was done and the results were normal. The patient had no symptoms related to the event. The patient was doing good right after the surgery. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a pocket revision was completed (as previously reported) and the pump was no longer flipped. The patient recovered without permanent impairment.

Event description:
The flipped pump was noticed at a refill appointment.